Event description:
The customer observed a false elevated alinity I toxo igg for one sample. The following results were provided: (B)(6) 2023 sid (B)(6) toxo igg = 75.3 iu/ml, repeat result on another analyzer 80.2 iu/ml. (B)(6) 2023 new sample for the same patient with sid (B)(6) toxo igg = 71.7 iu/ml. The patient is followed up monthly and has been negative until (B)(6) 2023. The sample sent to cerba and was negative by another method; therefore, the avidity was not done. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely reactive alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicated the reagent lot is performing as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review for lot 47081be00 did not identify any non-conformances or deviations with the complaint lot. The overall performance of alinity I toxo igg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. Median values for the complaint lot was within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity I toxo igg reagent kit for lot number 47081be00 was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 patient identifier complete information: (B)(6) this report is being filed on an international product, list number 07p45-32 that has a similar product distributed in the us, list numbers 7p45-40 / 7p45-45.

Event description:
The customer observed a false elevated alinity I toxo igg for one sample. The following results were provided: (B)(6) 2023 sid (B)(6) toxo igg = 75.3 iu/ml, repeat result on another analyzer 80.2 iu/ml (B)(6) 2023 new sample for the same patient with sid (B)(6) toxo igg = 71.7 iu/ml the patient is followed up monthly and has been negative until august 2023. The sample sent to cerba and was negative by another method; therefore, the avidity was not done. No impact to patient management was reported.